Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained that the results for 2 patient samples tested for thyrotropin (tsh) were different when comparing results from a plain tube to a heparin tube for low tsh concentration samples only. Both patient samples were tested on an e411 instrument and an e601 instrument using different reagent lot numbers. The results from reagent lot 186663 were erroneous. Erroneous results were not reported outside of the laboratory. Patient 1 was tested with reagent lot number 186663 on the e411 instrument and the result from the plain tube was 0.014 miu/l with a data flag . The result from the heparin tube was 0.375 miu/l. A plasma sample was repeated using a hitachi cup and the result was 0.145 miu/l with a data flag. On (B)(6) 2016, patient 1 was tested with the same reagent lot number (186663) on the e601 analyzer and the result from the heparin tube without an adapter was 0.100 miu/l. The plasma sample result from a heparin tube with an adapter was 0.114 miu/l. The result from the heparin tube was 0.005 miu/l with a data flag. The result from the plasma sample in a hitachi cup was 0.183 miu/l. The result from the serum sample in a hitachi cup was 0.014 miu/l. On (B)(6) 2016, patient 2 ((B)(6) female) was tested with reagent lot number 188368 on the e601 instrument and the result from the heparin tube was 0.061 miu/l with a data flag. The sample was repeated using reagent lot number 188368 on the e411 instrument where the result from the heparin tube was 0.060 miu/l with a data flag. The result from the plain tube was 0.056 miu/l with a data flag. The customer changed back to reagent lot 186663 and repeated the sample on the e601 instrument and the e411 instrument. The result from the e601 instrument with the plain tube was 0.076 miu/l and the result from the heparin tube was 0.440 miu/l. The result from the e411 instrument with the plain tube was 0.070 miu/l with a data flag and the result from the heparin tube was 0.365 miu/l. No adverse event occurred. The e601 analyzer serial number was (B)(4). The e411 serial number was (B)(4).

Manufacturer narrative:
Based on the investigation, no differences were identified when using a heparin tube versus a plain tube. A review of calibration data and analyzer performance checks do not suggest an issue with the reagent or the instrument. It was noted that the customer has the instrument time set to 1 year ago. This is not recommended. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. No additional complaints of this nature have been received. A general reagent issue can be excluded.